Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the returned cardboard package and the inside plastic package of the screws are ripped off. That one screw is missing could be confirmed, since we have received only three out of four screws. The clips are still in good condition. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot numbers. That the one screw is missing could be confirmed. However, since the cardboard and plastic packages are already ripped off, it cannot be exactly identified how or when this screw got lost. Consequently, in hindsight and since no fault in the device history records could be detected, the root cause of the complaint is rated as undetermined. Device history lot this mre review is for sterilization procedure only , part: 04.511.224.04s, lot: 9207890, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 21.october 2014, expiry date: 01.october 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in us monument. Part: 04.511.224.04c , lot: 7788300 . Manufacturing location: monument manufacturing date: 10-sep-2014, part number: 04.511.224.04c, 1.85mm ti matrix screw self-drilling/4mm, lot number: 7788300 (non-sterile), this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteotomy procedure on (B)(6) 2019, only three matrix screws were found in the package when it was opened for the first time. Four (4) screws were supposed to be in the package. There was no reported surgical delay. The procedure completed successfully with no adverse consequence to the patient. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# 3). This report is for one (1) 1.85 mm ti matrix screw self-drilling/4 mm. This is report 1 of 1 for complaint (B)(4).